Event description:
There are tremendous complaint's of the interstim made by medtronic. It works like a pace maker. It killed my mother and I have spoke to many others that have experienced, shocks, jolts, even burn spots, and dislodgement at the implant site. Others experienced severe pain. The stimulation is programed at the doctor's office and pts have a generator. There has been nothing but horror stories of being shocked to death. People have also had it removed because of the complications and still experience pain. Interstim or sns therapy including the generators / neuromodulators need to be investigated. This device has been a nightmare for many people with the electrical pulses, zaps, shocks, jolts, too painful and unable to move and have experienced death from the stimulations, wires and leads. Please do something. It seems people are electrocuted from the inside out and have seen some insurance pay up to (B)(6) just for the trial procedure. Prices vary based on the insurance. It killed my mother and others as well as lifelong injuries in other pts.